Manufacturer narrative:
On 6-aug-2024, additional information was received indicating that during pre-mapping, there found a significant discrepancy from the CT images. The physician's opinion on the cause of this adverse event is the procedure. Septal puncture might have been performed without adequate caution. The patient¿s condition improved, which was maintained after the patient was back to general ward. However, the patient required extended hospitalization. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31304113l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Two punctures were performed and two sheaths were used for brockenbrough. Two sl sheaths were placed in the left atrium, one with a ring catheter and the other one with the octaray. Pre-mapping was performed with the octaray, but there was a significant discrepancy from the CT, so the octaray was re-inserted into the sheath in which a ring catheter was placed and pre-mapping was started. Mapping with the other sheath was able to create a fam of the left atrium. After mapping, blood pressure dropped and cardiac tamponade was confirmed by echocardiography. Pericardial drainage was performed and vitals were stabilized. The procedure was terminated in the middle. Patient has improved. Ablation was not performed before tamponade was identified. No abnormalities were observed prior to or during use of the product.